Manufacturer narrative:
The complaint of contains foreign matter on item kl-va202u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) was not performed as no lot number was provided.

Event description:
It was reported that a chemosafelock vial adapter might have contributed to particulate matter that was found in an endoxan vial. The reporter stated, ¿foreign material" (fm). The event occurred before use to the patient. The sample is not contaminated with blood or body fluid. There was no reported impact of the event on the patient and medical institution worker. It was reported that the pharmacist who was mixing endoxan using a chemosafe lock product reported that he/she found fm inside the vial bottle. Afterward, the investigation was requested by the manufacturer of endoxan, and they replied to us stating the fm may be cellulose fiber at the moment. However, when they checked the manufacturer records, they did not recognize a similar fm in the reported lot vial bottles. "As we cannot rule out the possibility that fm came from chemosafelock product, we reported this to confirm if there were any fiber-like fm reported in the past, and if there were any similar issues reported from the other facilities." There was no patient involvement reported.